Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she dove into a lake with her insulin pump on and received a communication error alarm. The patient's blood glucose at the time of incident was 206 mg/dl. The customer stated that the communication error occurred during the rewind sequence. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.